Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left tha performed about 10 years ago. The patient has been doing great until the patient needed to get a spinal fusion. After the spinal surgery the surgeon told me the patient started to develop some instability. The surgeon did not want to use a constrained liner and since pinnacle doesn't have a dual mobility option, he only choice was to remove the cup and put in a dual mobility. The surgeon removed the liner, screws, and cup. Put in a g7 cup and used a ceramic 28 ts head from depuy to match the trilock stem. Doi: (B)(6) 2010; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.